Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the reporter contacted lifescan alleging that a one touch ultra meter was powering off during use. The reporter indicated that the alleged meter issue started on the day before, during the morning time. About 6 hours after the alleged issue began, the reporter claimed that the patient developed symptoms of being unable to see or stand. He was unsteady on his feet and was not taking rationally. Also, the reporter mentioned that the patient's eyes rolled back and mucus was coming out of his mouth. At an unspecified time that same day, the patient's blood glucose was tested on an emergency medical service (ems) meter and a result of "16 mg/dl" was obtained. The pt was reportedly treated with IV glucose. It is not clear as to who provided the treatment. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, and what actions the patient took in response to the alleged meter issue, in addition, it would have been helpful to know what actions the patient took before and after the symptoms developed. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient received IV glucose treatment as a result of the alleged meter issue.